Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The device was reported to experience a no-power condition. Review of the device logs identified a software reboot event approximately 1 hour prior to the reported occurrence; however, this did not conclusively correlate with the customer report. Comprehensive evaluation, including repeated power cycling, operation on auxiliary and battery power, battery hot swapping, discharge testing, and bench handling, was performed with no anomalies observed. Internal inspection revealed no hardware defects or abnormalities. The device functioned as intended throughout testing, and no fault could be replicated. The device met all performance specifications and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.